Event description:
(B)(6) advia centaur xp hcv results were obtained on two patient samples and discordant when compared to the patient's clinical picture, repeat and follow up hcv testing. There was no report of adverse health consequences due to the discordant (B)(6) advia centaur xp hcv results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the (B)(6) advia centaur xp ahcv test results. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not (B)(6)." The instrument is performing within specification. No further evaluation of the device is required.